Event description:
It was reported that the device exhibited an odd sounding alarm. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem of an odd sounding alarm sound was verified by functional testing. The cause is the pwa (printed wireless assembly) board. Replaced the pwa board to correct the issue. Cadd legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.